Event description:
Hemodialysis blood tubing, venous port noted with blood leaking from port, small amount of blood loss (< 1cc). No blood or medication injected into port. Blood returned without incident and tubing changed.